Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's fi02 sensor was low. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's fi02 sensor was low. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the device with errors on the failure of the oxygen blending module. An attempt is made to solve it with the calibration of the oxygen sensors, but an error appears due to an error in the oxygen sensor. The device's oxygen board needs to be replaced to address the issue. The system board of the device has an intermittent communication error with the oxygen board, producing an alarm service required alarm in the repair tests when the different power supplies of the equipment are checked. The system board replacement is required.